Manufacturer narrative:
(B)(4). Per information supplied by the customer, the device will not be returned. Final inspection for the tpn multi lumen catheter confirms that each extension, main catheter shaft, and, if specified, strain relief tubing are securely molded to the manifold without cracks. Additionally quality control confirms that the lumen are open with no lumen communication. The product is shipped with instructions for use (IFU) which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Without return of the complaint device we are unable to determine what may have led to this failure. Based on the description of the event, it is possible that the device was exposed to pressures beyond its design. However, preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. Without return of the complaint device we are unable to determine what may have led to this failure. Based on the description of the event, it is possible that the device was exposed to pressures beyond its design. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. A risk analysis was not updated in response to this complaint and the risk would not change.

Event description:
Patient was to be administered chemo and prbcs. When prbcs had finished, cap was due to be changed. Nurse changed the cap of the non prbcs infusing line and noted a little bit of saline on the patient's chest when flushing. There was a small leak with a very small amount of blood. The leak was quickly covered with gauze and clamped. Md was bedside to assess. Surgery repaired patient at bedside. Plan to replace cvl (central venous line) next day in the operating room.